Manufacturer narrative:
Investigation summary: material #: 367884; lot/batch #: 2166065. Bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and the hemogard closure assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function/loose caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper function/loose caps. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes the lid is loose. There is no patient impact reported. The following information was provided by the initial reporter: "the lid is loose."